Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right ventricular (rv), right atrial (ra) and shock channels. The noise was being oversensing resulting in atrial tachy response (atr) episodes being stored. The system also exhibited electromagnetic interference (emi). Boston scientific technical services (ts) discussed reprogramming options. The noise was not reproduced with isometrics. The system remains in service. No adverse patient effects were reported.